Manufacturer narrative:
Updated fields : b4, g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, component codes , investigation conclusions),h11. Corrected fields: b5. A getinge field service engineer (fse) observed that the lithium-ion battery was operating erratically, with charging starting and stopping. As a result, the power management board (d670-00-1162) was replaced. All functional and safety checks that meet factory specifications have been performed.

Event description:
It was reported by getinge field service engineer (gfse) while repairing service order that the cardiosave intra aortic balloon pump (iabp) lithium-ion battery charging was unstable. There was no patient involvement.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the batteries of the cardiosave intra-aortic balloon pump (iabp) had unstable charging behavior and erratic operation. There was no patient involvement.